Event description:
It was reported that the battery remaining in this device has decreased from 14% in march down to end-of-life at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. Also, the summary report, noted 151 treated episodes but the data indicated no shocks were given. A review of the device data confirmed the data had been corrupted, likely due to intermittent telemetry. The device was explant and replaced. There were no additional adverse patient effects.